Event description:
The customer reported that a zipper slider was missing. The customer was not able to specify where the damage was located. Eval of the returned product found that the zipper bodies on two of the side panels were open.

Manufacturer narrative:
The product was returned for eval. Inspection found that there was an open zipper slider body on each of panel sides a and b. The window c that was returned was the incorrect window for this canopy. (B)(4).